Event description:
A customer reported a failure code of 500. Customer did not have info whether incident occurred during pt infusion. No pt injuries associated with this report and there have been no incident reports filed since the last baxter svc event.